Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Possible low viral loads for patient samples used in the study as symptom onset was likely greater than 5-7 days before testing. Root cause; insufficient information. Source; email.

Event description:
Reported discordant negative sars results when conducting a verification study. Pcr resulted positive, and then two days later the patient was retested on sofia sars and resulted negative. A subsequent sofia sars test resulted in a positive. Data regarding symptom onset was not provided, but hospitalized known positive patients were used in the study.